Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported diagnosis of peritonitis while on peritoneal dialysis. A supplemental medwatch will be submitted at the completion of the investigation.

Event description:
The patient called technical support to have the continuous cycling peritoneal dialysis (ccp) cycler picked up because he was no longer on peritoneal dialysis. The facility peritoneal dialysis registered nurse confirms the patient had a diagnosis of peritonitis and denied any cycler malfunction. A search of the database confirms there were no reports of leaks during treatment. The patient was hospitalized on unspecified dates and peritoneal dialysis catheter was removed. He is now on hemodialysis. There was no bacteria identified and the nurse states the peritonitis is due to a "touch contamination".